Manufacturer narrative:
Device received with broken battery cap coin slot noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test and a21 error test. No unexpected a21 alarm or blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and unexpected restart alarm. The customer also stated that, she woke up today with blood glucose of 354 mg/dl and she was on injections and the insulin pump. She did receive another unexpected restart alarm this morning before her pump went off and was a long beep. She could not get the pump to respond with any buttons and finally had the pump screen back on and showed unexpected restart alarm then a count down and it then it asked to reset time and date. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.